Event description:
I had my first cosmetic filler in a plastic surgeon's office. The doctor told me it was a consistently safe product from a reputable company. What I had was novielle gel. Even though it was painful when injected, results were immediate and I loved it. After 3 weeks later, I started developing hardness on my face near the injection site, swelling of the face, especially around the cheek area and it looked like my while face was dropping. My face was stiff and hard in the morning, very tender to the touch and I was swollen up like if I had some horrific allergic reaction. My jaws have so dropped that the shape of my face is a triangle with my chin being the base. A month after the injections, I developed severe skin breakouts with pus inside...and I never even had acne before. I've been to the doctor five times after that... But he insists on waiting it out. He says he can't remove and it has never happened before. However, I see that novielle gel is not approved by the FDA for facial filler and my symptoms are very familiar to the adverse reactions to other polyalkylimide implant gels. After 3 months, the symptoms still have not lessened. I am completely panicked and doctors should stop using this product immediately. Dose or amount: one syringe. Frequency: once. Dates of use: ongoing: 2009. Diagnosis or reason for use: cosmetic. Event abated after use stopped: no.